Event description:
New information indicated the right ventricular (rv) lead was explanted and replaced with a competitor product. The patient is pacer-dependent and experienced fainting episodes due to pacing inhibition. The noise episodes due to the rv lead fracture were documented in remote monitoring and a clinic check. The patient was stable.

Manufacturer narrative:
The reported event of lead fracture and over-sensing noise was not confirmed. As received, only a connector portion of the lead was returned in one piece. Visual inspection and x-ray examination of the lead found cut/damaged insulations and some filers of the coils, consistent with procedural damage. Electrical testing and x-ray examination found no conductor fracture, but the electrical testing found internal shorts between the conductors due to procedure damage.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting over-sensed noise, leading to ventricular inhibition. The patient is pacer-dependent and was asymptomatic. A review of remote transmission suspected a lead fracture. No additional information was available.